Manufacturer narrative:
(B)(4). Phone number: (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss was unable to reproduce the reported issue and even though check disk showed no issues with hard drive the hard drive was replaced by the fss. Fss performed the two (2) year preventative maintenance (pm), which several filters, o-rings and batteries were replaced as part of the pm. Fss also replaced the touch screen as per customer claim of poor responsiveness of touch screen. The system was calibrated and tested, which it passed and was found to meet the amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported frozen system with the whitestar signature system. The customer also reported poor responsiveness of touch screen to the amo field service specialist while he was on site for service. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for (B)(6) system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.